Event description:
Patient reported left side seroma and rupture. Patient later reported hypoechoic lesion. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma late: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. No additional observations.

Event description:
Patient reported left side seroma and rupture. Patient later reported hypoechoic lesion. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient later reported biofilm and capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma late: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported, left side seroma and rupture. Device has been explanted. Patient later reported, "hypoechoic lesion" and biofilm. Patient later reported, capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, 1 opening assessed, as unidentified (tear) opening. Missing shell assessed, as inconclusive. Seroma-late: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. Biofilm: unable to observe, as it is not related to the device. No other observations observed.